Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) values were out of range when running a pulse output test. The test was run again at a later time and the issue remained. It was recommended to return the epg for calibration. The status of the epg is unknown. There was no patient involvement.